Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; due to wear of the angle wire, ending angle in the "up" direction did not meet standard value. In addition to the foreign object in the nozzle, the evaluation findings are as follows: due to a pinhole in the channel tube, water tightness was lost, due to wear of the angle wire, the play of the "up/down" knob was out of standard, the adhesive on the bending section cover had a chip, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover was deformed and had a scratch, the connecting tube had a scratch, discoloration, and a wrinkle, due to the adhesive peeling around the light guide lens, illumination was uneven, the objective lens had a scratch, the protector of the video cable section had a cut, switch #1 had a scratch, the image guide protector had a scratch, there was evidence of a third party repair, light guide connector had a scratch, the video cable had a scratch, the video connector case had scratch, the video connector had a scratch, the suction cylinder was shaved, the grip had a scratch, due to dirty on the objective lens, there was a lack of image on the monitor, the universal cord had a scratch, the "right/left" knob had a scratch, the "up/down" knob had a scratch, the forceps elevator knob had a scratch, the forceps elevator lever had a scratch, the paint on the suction cylinder was peeled, the scope cover had a scratch, the control unit had a scratch and discoloration, and the switch box had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was in the nozzle. There was no delay in the start of pre-cleaning and the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the foreign material remained in the nozzle since the reprocessing was deviated from the instruction manual. The operation manual describes how to inspect for the subject event in chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system as below: [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope had an angle down and poor air/water supply. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object found in the nozzle